Manufacturer narrative:
Merge healthcare technical support sent two components (cable & camera back) in order to better troubleshoot the hardware issue at the customer's site. The customer reported that the second component, the camera back, has resolved the issue.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2018, merge healthcare was notified that a customer had a camera that would not sync. A replacement cable was sent by the support group. The customer reported the camera would not still turn on. A camera back was sent on 10/16/2018. Additional information was received from the customer on (B)(6) 2018 that indicated the necessary information for diagnosis and treatment was not available to the eye care professional for over one week. The customer confirmed no patient harm occurred as a result of the issue. This issue is being reported due to the potential for harm related to the inability of the eye care professional to obtain the necessary information for procedures. (B)(4).